Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures error confirmed in the device history due to broken pin on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm and audio anomaly. Customer's blood glucose value was 125 mg/dl. The customer was assisted with troubleshooting. The customer stated that the insulin pump did not give voice signal after start basal, after this alarm from sensor really loud. Customer did self-test and hardware low level failures alarm occurred. The customer stated that the insulin pump had second occurrences of hardware low level failures alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.